Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the tip of the waveguide had broken off. The broken piece was not returned. The reported condition was not confirmed because the device had been used. However, the investigation confirmed that the device stopped working. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red led indicator with an error tone (alarm activation) when the device was activated. The waveguide had fractured, and the missing piece was not returned. Investigation personnel concluded that the titanium waveguide cracked from continued use after becoming damaged, and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The investigation identified the cause of the reported event to be user error. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endometriosis and oophorectomy procedure, the first dissector switched on red light and stopped working. The battery and generator were replaced and the red light remained, it was necessary to change it by another dissector. The second dissector showed failure a few seconds after the start of its use. Battery and generator were replaced again, but with no success. The second dissector had its waveguide broke off, but it did not fall into patient's cavity. They replaced it with third dissector and it worked fine which completed the procedure. There was no patient injury.